Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a superflex aspheric 920h iol. The event description provided by the healthcare facility states "on injection, haptic got caught between nozzle and plunger and so part of haptic was left hanging out the limbus".

Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner. The healthcare professional reports that the lens was cut/split and removed from the eye in two halves. The procedure was able to be completed in the original planned surgery session with a back-up iol. The healthcare professional comments "replacement was unremarkable/nothing out of routine; corneal suturing done". There is no report of any adverse effect to the patient as a result of the event. The testing performed indicates that the injector problem may have occurred as the flap fixing is missing from the injector. This damage is likely to have occurred during manufacture; however, it is not possible to confirm at what stage of the manufacturing process the damage may have occurred.